Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the mini vision was being prepped for use when the stent dislodged; the device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results: - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was dislodged and not returned. The balloon was loosely folded. There were crimp marks visible between the markers. There were three bends in the hypotube 4 cm, 19.5 cm, and 51.7 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters could not be measured due to the stent implant not returning. Product performance engineering reviewed the incident information and analysis of the returned rx mini vision stent delivery system (sds). It was reported that the stent implant dislodged during prep. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. Analysis of the sds confirmed the stent was dislodged from the balloon and was not returned. Blood visible in the guide wire lumen, contrast in the inflation lumen, and the loosely folded balloon is all consistent with the device being prepared for use, a guide wire being loaded into the lumen, and the balloon pressurized. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. In addition, a query of the complaint-handling database was performed and there have been no similar incidents reported with this part and lot number combination, which suggests that there are no lot specific product quality issues. In this case, with the limited information provided and the analysis of the sds, a conclusive root cause cannot be determined. However, there is no indication of a product quality issue. In addition, three bends were noted in the hypotube, which were not reported in the incident any may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. Product performance engineering will trend and monitor the experience circumstances. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.